Event description:
Healthcare professional additionally reported, "lateralization" and "flipped".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight to the specification and fold crease. Clouds and bubbles in the gel were observed, after the autoclave disinfection process. Brown particles were observed, on the surface of the shell. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. And no openings or issues related to rupture were observed.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. The device has been explanted.